Manufacturer narrative:
The following other knee devices were also listed in this report: unknown scorpio flex cr tibial insert cat# unk, lot# unk, unknown femur; cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "(B)(6) male injured in motor vehicle accident (B)(6)-2004 resulting in open reduction and internal fixation. Approximately 1 year later the hardware was removed for a month prior to proceeding with left knee arthroplasty (B)(6) 2005. The patient indicated that the pain was sharp chronic throbbing pain all day long."